Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose was 157 mg/dl. The customer stated that the insulin pump was squirting out during prime process. After the troubleshooting was done, customer was advised the device would be replaced. The customer was advised that force sensor did not detect the reservoir during the seating process. The problem will only occured during the prime/rewind process. The customer advised to revert to back up plan.

Manufacturer narrative:
The insulin pump passed displacement test and rewind test. The insulin pump alarmed motor error during basic occlusion test and alarmed prime during prime test due to moisture damage on force sensor. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker. The insulin pump had moisture damage on all electronic assemblies noted.